Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient observed to have involuntarily pulled the line resulting in it splitting and requiring removal. Patient well through out with no adverse effect from the incident. Staff member sought advice immediately from acp who advised removal, staff nurse was able to safely manage the situation, patient received oral abx treatment and was planned for consultant review (B)(6) 2023. 21/09/2023 more details received: incident description: while changing dressing to PICC line, patient caught hand in line and gave a small tug on line. After new dressing attached, line noted to be bleeding. Thought initially to be from insertion site, but found to be from split 5-6mm in actual PICC line. Immediate action taken. (B)(6) 2023: 19:20. Contacted acp to confirm able to remove PICC line and to get plan for ongoing management. Line removed following protocols with no concerns.